Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported no irregularities in the pump operation, there were no leaks found in the cart and pump. The fse replaced the 9 v alarm battery, the trolley o-ring, and the emergency power batteries 2 pcs as per preventative maintenance, the helium leak was sudden and the patient was connected. To avoid any harm, they switched the patient to another machine. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6), event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had helium leak during use. No harm or injury to the patient was reported.